Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
It was reported that during a laparoscopic anterior resection, the cartridge pan came off and it was left in the jaw when the cartridge was removed. Therefore, the next cartridge was not able to be loaded into the same device. The device was used on the rectum. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # m54572. Corrected data: manufacture date: 6/18/2015. The analysis results that one pse45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. No conclusion could be reached on what may have caused the cartridge pan to dislodge. One possible cause could be improper unloading technique. Please make sure the device is unloaded by pushing the cartridge upward (toward the anvil) to unsnap the reload from the cartridge jaw. Any twisting or off center pushing can lead to this issue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications. A batch record review was performed and no anomalies were found during the manufacturing process.